Event description:
In (B)(6) 2022 (precise date unknown), it was reported that the patient presented with a thoracic aortic aneurysm and was treated with gore® tag® conformable thoracic endoprosthesis. On (B)(6) 2022, the patient presented with a type ia endoleak requiring reintervention. No aneurysm growth was observed. The physician reported that the endoleak was discovered in the proximal landing zone and noted that there was endoprosthesis malposition.

Manufacturer narrative:
Implant date: precise implantation date in (B)(6) 2022 unknown. (B)(6) 2022 provided instead. Device evaluated by MFR: device remains implanted in patient. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A review of the manufacturing records indicated the lot(s) met all pre-release specifications. According to the gore® tag® conformable thoracic stent graft instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak.